Event description:
It was reported that a non-critical alarm was heard every 15 minutes and was confirmed by telemetry. However, the non critical was programmed to one hour intervals and the critical was programmed to 10 minutes. The caller stated that the pump read that the low reservoir and empty reservoir occurred. Twenty milliliters (ml) had dispensed since the last update. There were no alarms showing in the event logs. The caller accessed the pump and they expected 19 cc and 19 cc was aspirated. The caller indicated that the pump was updated but the alarms were still occurring. The patient reported that the alarms had been sounding for five days. The pump was last refilled on (B)(6) 2013 by the caller. The total 20 ml dispensed was determined to be accurate. The patient did note that his pain level was high and he was to have a computerized tomography (CT) scan on (B)(6) 2013. The patient¿s pump was to updated by the health care provider to address the alarms. This device system delivered hydromorphone. It was reported that after the patient¿s refill on (B)(6) 2013 the next refill date at (B)(6) was for (B)(6) 2013. However, at the (B)(6) 2013 interrogation the empty reservoir alarm was occurring. It was confirmed on (B)(6) 2013 while assessing the pump the expected volume was 19 ml and 19 ml was successfully aspirated. The empty reservoir alarm was still occurring and it was thought this was related to a changes made to the reservoir volume which can cause the false empty reservoir alarm. It was further reported that on (B)(6) 2013 at 11:52 am the patient¿s pump was reprogrammed to address the alarm. However, the patient called and reported at 12:04 he heard one single beep and there was inquiry as to what this could be. The session report showed she filled 39 ml, low reservoir alarm volume was 3 ml, refill interval was 170 days, and the refill date was to be (B)(6) 2014. The caller confirmed the elective replacement indicator (eri) was 74 months. The critical alarm was 10 minutes and the non-critical was one hour. Reportedly the health care provider had programmed the 39 ml rather than to full (40 ml) as previous suggested. It was further reported that the alarm issue had not been corrected. When an interrogation of the pump was performed reportedly an hcp did not see if there were any alarms going off at the time and the physician programmer reservoir volume was 12.6 ml. The hcp changed to 13 ml updated, interrogated, changed to 12.6 ml, updated, interrogated, refilled and disabled the personal therapy manager (ptm) and changed the volume to 39 ml and updated the pump again. Reportedly there were no alarms in the telemetry strip. It was then that the patient heard a beep again and the nurse was going back to the house to address. Further, while the nurse was back at the patient¿s house she interrogated the pump and there was no alarm in the logs and no silence alarm box in alarms tab. The reservoir volume noted 39 ml alarm date and no alarms anywhere noted in the pump. The refill was performed at 11:43 am and the patient reportedly heard the pump at 12:04 pm and 1:05 pm central time. A print report also did not reveal any alarms. The patient also now stated that he hears the pump alarm every hour since the pump was implanted. The reported did not hear the alarm but he patient and family had. The patient did not have any older pumps in his house. The patient further stated that each hour the timing of the pump alarm can vary by one minute up to 7 minutes. He did keep a log for 20 hours one time. He was not sleeping well and continued being in a lot of pain. While the patient was on the phone at 2:02 the patient heard the alarm but the company representative did not hear it despite the phone being over the patient¿s pump. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported and clarified that the patient issue had been on-going for at least 6 months. The patient¿s pump was explanted on (B)(6) 2014. The patient¿s status after the device removal was recovered without sequela. The patient had no injury. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type catheter; product ID neu_unknown_prog, product type programmer, physician. (B)(4).

Manufacturer narrative:
Device evaluation summary: analysis of the pump revealed no anomaly found. No alarm was heard during a week of testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.